Event description:
Reporter alleged discrepant results with their blood glucose device reading compared to the doctor's measurement. Customer stated their meter read 75 mg/dl compared to the doctor's reading of 185 mg/dl when testing was performed 5 minutes apart. Customer indicated doctor prescribed an oral diabetes medication as a result of the comparison. No other actions were taken or treatment reportedly received as a result. A request was made for the return of the suspect device and replacement product was sent.